Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected field: e1 (event site telephone), h6 (medical device ¿ problem code). A getinge field service engineer (fse) checked the machine & found keypad of the machine is not working. Then reset the display controller pcb. Again checked & found now keypad working properly. Performed all functional tests. All tests passed. Equipment handover to customer in good working condition.

Event description:
N/a

Event description:
It was reported during routine check that the keypad of cs300 intra-aortic balloon pump (iabp) was not working. No patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.